Event description:
One falsely elevated carbon dioxide (eco2) test result was obtained from a dimension exl with lm analyzer. The initial test result was released to a physician(s). The same sample was repeated on an alternate analyzer. The repeat result was lower and released to a physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (USA) customer contacted siemens to report that one falsely elevated carbon dioxide (eco2) test result was obtained from a dimension exl with lm analyzer. The customer performed routine troubleshooting of replacing a reagent pack, followed by calibration and quality controls. The control recoveries were unacceptable. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced reagent 1 (r1) and sample (s) probes and performed alignments. The customer re-calibrated eco2, ran quality control materials with acceptable results. The cause of the discordant eco2 is unknown. The potential cause of the discordant eco2 is a reagent or sample probe malfunction. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.